Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the following clinic that the patient was hospitalized for congestive heart failure and retaining fluid. It was also noted that the patient had ventricular tachycardia (vt) which was appropriately detected and treated by the device. The patient was brought into the clinic over a month later where no issues were seen with the device. Upon interrogation, capture was verified. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service with no further adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of feeling short of breath and a twinge when he woke up. The patient performed a remote home monitoring interrogation prior to presenting to the emergency room. Boston scientific technical services (ts) was consulted and reviewed the remote interrogation data which revealed no administered shocks or stored episodes. It was noted that while in the emergency room the monitor indicated intermittent loss of ventricular capture. Ts discussed that the remote interrogation electrogram (egm) does not assess capture and suggested performing a full interrogation. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service with no further adverse patient effects reported.